Manufacturer narrative:
This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem and evaluation conclusion: design deficiency.

Event description:
Abutment fractured at interface several hours after placement.

Manufacturer narrative:
Date of event was initially reported as (B)(6) 2013, it should have been reported as (B)(6) 2013. Recall #z-1215-2014.